Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) with stent and a non-bsc balloon catheter in multiple pieces. The shaft, balloon, and stent were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was tightly folded with stent impressions between the markerbands and the stent dislodged/loose and moved distally 3.5mm over the distal markerband. The middle of the stent was damaged with flared and bent. There were numerous kinks throughout the shaft. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, the stent detached off the device when it was advanced through the guiding catheter. The detached stent was able to be removed through the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, the stent detached off the device when it was advanced through the guiding catheter. The detached stent was able to be removed through the guiding catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.